Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently unresponsive. There was evidence of contamination found under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact; no peeling or damage was observed. The down arrow button was found to be intermittently unresponsive. All of the other keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination was found under all of the key contacts. Unrelated to these issues, the keypad symbols were worn, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).